Manufacturer narrative:
The subject ch-s400-xz-eb has not been returned to omsc. The subject ch-s400-xz-eb will not be returned from the user. The ch-s400-xz-eb instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, the endoscopic image was blacked out. The user rebooted the unspecified video system center which was used with the subject ch-s400-xz-eb, however the failure phenomenon was not resolved. The user replaced the subject ch-s400-xz-eb with another unspecified camerahead, and completed the procedure. There was no report of the patient¿s injury regarding this event. After this event, the olympus local engineer visited the user facility and confirmed the subject ch-s400-xz-eb. As a result, the local engineer judged that the subject ch-s400-xz-eb was attributed to the cause of the failure phenomenon.

Manufacturer narrative:
The subjected ch-s400-xz-eb was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject ch-s400-xz-eb and could reproduce the reported failure phenomenon which was that the endoscopic image was disappeared. Omsc will continue to investigate the cause of this event. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject ch-s400-xz-eb and confirmed followings. The reported failure phenomenon, which was that the endoscopic image was disappeared and not displayed, could be reproduced. As a result of investigation with x-ray, it was found that twisting of the camera cable in the root of the video connecter and fraying of the electromagnetic shield part of camera cable partly in the root of the camerahead. Based on the investigation result so far, omsc determined that the reported failure phenomenon, which was that the endoscopic image was disappeared and not displayed, was attributed to broken part of the camera cable due to excessive load on the camera cable. And omsc surmised that excessive load on the camera cable was caused by user handling. The ch-s400-xz-eb instruction manual states the handling method about camera cable. There were no further details provided. If significant additional information is received, this report will be supplemented.